Event description:
During an ablation procedure, the stop/emergency buttons were intermittently working. The issue did not always occur during rf lesion, but it did occur during pulse rf mode. To stop rf therapy, the power cable had to be unplugged each time. The procedure was able to be completed with no patient consequences.

Manufacturer narrative:
The generator successfully passed the power on self-test and booted to the software application menu upon applying ac power. The field reported event was not reproducible as the stop/emergency button operated as intended to user input during the evaluation. Functional testing of the generator verified consistent functionality in all modes (sensory, motor, lesion, and pulsed) and no errors were detected while monitoring the temperature and impedance readings at all ports. Based on the information provided to abbott and the investigation performed, the reported event was not confirmed. The root cause cannot conclusively be determined as the generator operated as intended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.